Event description:
It was reported that this the patient with this implanted lead was possibly involved with an infection issue. No additional adverse patient effects were reported. Currently, the implanted lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).